Event description:
It was reported that during a coronary angioplasty procedure, a shaft break occurred. The target lesion was located in the carotid. As the 40mm adapt stent was advanced in the guide catheter the shaft of the device broke inside the guide catheter. The device was removed with the guide catheter and the procedure was completed with a carotid wallstent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a coronary angioplasty procedure, a shaft break occurred. The target lesion was located in the carotid. As the 40mm adapt stent was advanced in the guide catheter the shaft of the device broke inside the guide catheter. The device was removed with the guide catheter and the procedure was completed with a carotid wallstent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned complaint device revealed a complete separation of the shaft 25 cm from the tip. The confirmed shaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was no other damage to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).